Event description:
The facility reports the resident told a family member that their leg was caught and their arm hurt but the nurse continued to raise the lift. Resident reported they heard a snap. Resident suffered a left humoral fracture and pain in the left shoulder.